Event description:
It was reported that during use of a ventilator, a patient suddenly decompensated, with the oxygen level (o2) decreased. The patient was manually ventilated with 100% o2, and the levels improved. The patient was placed back on the ventilator, and the o2 level again decreased. The patient was manually ventilated a second time, and the o2 readings rose to 100%. This cycle went on a couple of times and the patient was then transferred to another ventilator. The o2 reading levels stabilized at 100%. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the reported malfunction. The cse performed the short self-test (sst) and the ventilator passed. The cse ran the ventilator with an analyzer in line and it was reading 99% on 100% o2, with no alarm or error codes. The cse reviewed the logs, and found no hardware related error codes stored in the memory. The cse verified that the software was the latest revision. The unit passed all tests, including electrical safety, calibrations, and it was operating within the manufacturing specifications.